Manufacturer narrative:
The unit had normal operating currents, powered up properly after battery installation, had no unexpected low battery alarms, and the low battery display icon worked properly. The unit had intermittent buttons due to moisture damage on the keypad. The unit had a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube window, a minor scratched lcd window, and a missing end cap sticker. (B)(4).

Event description:
The customer called in to report a low battery alert and a keypad anomaly. The customer stated the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. No further details were provided. The customer was advised that the device would be replaced, and was informed to return the product for analysis.